Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from the high 200s to low 300s (mg/dl) during all of summer. The customer delivered correction boluses to address bg level. Additionally, during the time of the call, the customer reported a bg level of 253 mg/dl. Reportedly, the suspected cause of the bg level was due to recently consuming lunch. The customer delivered a correction bolus and declined further troubleshooting. It was confirmed that the customer would consult with healthcare provider regarding diabetes management.